Event description:
It was reported that the communicator power cord had no light and it sparked when plugged-in to the power outlet. A boston scientific company representative discussed with the patient and opted to replace the communicator power cord. The communicator remains in service. No adverse patient effects were reported.